Event description:
The customer reported that the sys displayed an ma on in error message. This error message will cause the sys to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The monoblock was replaced. The sys then found to be operating as intended.